Event description:
Throat swelling, tongue swelling. The pt received an unspecified number of synvisc injections in an unspecified knee on unspecified dates in 2003. The day following an injection, the pt was hospitalized with an allergic reaction (swellings). At time of this report, the pt's clinical outcome is unknown. Add'l info was received from the healthcare professional regarding a pt with a history of osteoarthritis and chronic lympocytic leukemia. The pt was administered their first synvisc injection. The next day the pt experienced throat swelling and tongue swelling. Allergy testing was performed (date unknown) and was reported as negative. The pt was not hospitalized as initially reported. Treatment, if any, of the pt's symptoms is unknown. At the time of this report, the pt has recovered.